Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer did not provide details regarding symptoms or treatment of their low blood glucose episodes. The customer also reported that sensor issue. The insulin pump was not returned for analysis. Mds- mmt-7811-xmtr, ozo-unk-snsr, unomed inf set.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is september 23, 2018.